Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was inserted and worked within the vessel but when it was inflated, the white black white leaked out. The mynx control balloon just deflated once in the patient. There was no reported patient injury. The patient recovered after the mynx event. The type of procedure was interventional peripheral. The procedure used an antegrade approach. The deployer¿s mynx training status is trained. The patient had no relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The device was stored as per the labeling and was opened in a sterile field. The device was tested prior to insertion and was fine. They used a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had a little visible calcium/plaque and had a little or no vessel tortuosity. There was a little presence of pvd / calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was a little crack in distal end of the 6f non-cordis sheath after removal. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. Hemostasis was achieved using another mynx device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the syringe was not connected to the device, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, and the results revealed a leak in the balloon. Because the tear was small, the balloon was able to be inflated with the inflation indicator fully extending during the balloon inflation. During the balloon testing, water leaked out of pressure gauge when the balloon was fully inflated, but once the balloon inflation was stopped, the leak also stopped, and the inflation indicator withdrew itself back into the black handle as intended. Per microscopic analysis, a micro radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1923201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. Analysis of the returned device revealed a micro radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event. The reported ¿saline leaked out of pressure gauge¿ was not confirmed during analysis of the returned device as the inflation indicator preformed as intended. It should be noted that saline spurt out of the end of the inflation indicator is a preventive measure against over-inflation. The inflation plunger assembly was designed with a feature in an event excessive pressure being applied during inflation. Fluid leaks out of the plunger to relieve the device from excessive pressure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5f mynx grip vascular closure device (vcd) was inserted and worked within the vessel but when it was inflated, the white black white leaked out. The control balloon just deflated once in the patient. Therefore, hemostasis was achieved using another mynx device. The procedure was completed using another control. The patient recovered after the mynx event. There was no reported patient injury. The type of procedure was interventional peripheral. The procedure used an antegrade approach. The deployer¿s mynx training status is trained. The patient has no relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The device was stored as per the labeling and was opened in a sterile field. The device was tested prior to insertion and was fine. They used a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site has a little visible calcium/plaque and had a little or no vessel tortuosity. There was a little presence of pvd / calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was a little crack in distal end of the 6f non-cordis sheath after removal. The patient was not hospitalized nor, the patient's hospitalization extended as a result of the event. The device will be returned for evaluation.